Event description:
One hexlobe driver stripped and 2 broke at the tip while trying to tighten the monarch typhoon caps. The broken tips remain implanted. There were no other adverse consequences to the patient. The instruments were discarded so no further evaluation can be performed. A root cause cannot be determined. Events of this type are typically caused by excessive forces placed on the driver during final tightening. If excessive force is used, the tip can strip and/or break. The following analysis pertains to the tip of the driver remaining in the cap. The instrument is made of stainless steel and although it is not implant grade, it is still controlled in its manufacturing and specifications. In particular, it is resistant to corrostion in a variety of environments, incloding blood. Furthermore, the co's specification for the product requires passivation, which further increases the material's resistance to corrosion. In addition, the two parts (cap and broken tip) are static and the likelihood of corrosion is extremely low. No further action is required.